Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2013. During the procedure, the device did not activate properly. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 08/13/2013. The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.